Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s24 (android 16) with mmt1885 780g pump (software version 6.7v) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. We were unable to conduct a thorough investigation due to lack of application logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. Most likely the issue is related to one of these issues: gatt undefined errors coming from the ble stack. Supervisortimeout errors loss of bonding after 30 seconds due to the pairing prompts not being accepted issue unknown. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: delete the pump's sn from bluetooth's paired devices list. Delete the mobile's sn from the pump's paired devices list. Reset app preferences (phone's settings then go to apps, three dots upper right). Uninstall the minimed mobile app from the phone. Reset network settings for wifi bluetooth. Turned bluetooth settings off for 30 seconds turned it back on. Restart phone. Reinstall the minimed mobile app to the phone. Attempt to pair back the pump the phone. Initiate an upload and sync to carelink after pairing. We are proceeding to close the ticket, if customer still face issue we request helpline to ask patient to upload app logs so that dev team can investigate the issue further. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for non physical devices.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s24 (android 16) with mmt1885 780g pump (software version 6.7v) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document field. After conducting a thorough investigation, it was determined that the patient moved the mmm application to the background during the association process. This action resulted in the cancellation of the association. The behavior is expected, as the application requires it to remain in the foreground to successfully complete the association process. Issue confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: reset the phone. Swipe down from the top of the screen twice. Look at the top left corner and find the power button. And then select reset options here. Wait for the phone to restart. Reset bluetooth settings. Open the settings application. Scroll down until you find the general management option. Scroll down until you find the reset option. Scroll down until you find reset wifi and bluetooth settings. Tap the blue reset button at the bottom of the screen. Uninstall the app that uses bluetooth I recommend the patient to check if some application using bluetooth is installed on the phone. If so the application has to be uninstalled. As an example of such applications could be fitness trackers apps, smart watches apps or smart home apps such as fitbit or polar flow and so on. After the apps are uninstalled the attempt to repair the pump should be repeated. Disable crossdevice services. Open the settings app on your phone. Tap google. Tap all services. Select crossdevice services. Toggle off the main use crossdevice services switch. We are proceediing to close the ticket, if customer still face issue we request helpline to ask patient to upload app logs so that dev team can investigate the issue further. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.